Manufacturer narrative:
Concomitant products: evproplus-29us transcatheter valve; implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a possible perforation. A drain placed in the pericardium and the rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.